Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient is not using their device due to several other unrelated health issues and surgeries. Additional information received from the patient on (B)(6) 2019 indicated that after they received an MRI on (B)(6) 2019, the hcp informed them of a fax they received noting that the ins was malfunctioning. The patient stated that they are very concerned that their ins is malfunctioning. They then mentioned that they cannot walk. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient responding to a letter they received inquiring about their weight at the time of the event. The responded to this indicting that they weighed about 140 pounds at the time of the event. The patient also called in inquiring about a call that they received from their doctor regarding a paper they had received stating the stimulator inside their spine was malfunctioning. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient is not using their device due to several other unrelated health issues and surgeries. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall and "apparently" the ins was damaged and needed to be replaced. The ins was replaced on (B)(6) 2018. No further complications were reported.